Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# v004235, implanted: (B)(6) 2006, product type: lead; product ID 64002, lot# n242113, implanted: (B)(6) 2012, product type: adapter; product ID 3389-40, lot# v004235, implanted: (B)(6) 2006, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had intermittent therapy and the patient's symptoms were on and off. The implantable neurostimulator (ins) had been on and off. The patient's leg was giving out on them and their brain was not functioning well like the patient was out if it. The patient had to crawl to the bathroom. The report stated that it had been about two weeks since the patient exhibited symptoms. At the time of this report, the patient's therapy was on and okay at 2.9v. Last week the patient's therapy was at 2.9v. An appointment with the patient's healthcare professional (hcp) was scheduled. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.